Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
This is a conversion from cc196355, line 300302. A customer update was received which made a repair to a complaint. The customer stated that the device is broken off without excessive force. The problem was noticed during the surgery. There was no harm for the patient, operator or third party reported.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the lower jaw of the device is broken. The broken piece of the device was not returned for investigation. The cause remains undetermined, although a probable cause is attributed to the application of leveraging forces on the distal end of the device.